Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse replaced the tricontinent reagent pump and syringe to resolve the issue.

Event description:
The customer reported that the unicel dxc 800 pro synchron system generated two false low crem (creatinine, modular chemistry) results. The customer repeated the patient samples on this instrument and on another instrument to confirm the correct results. There was no impact to patient treatment. The false results were not reported outside of the lab. The customer stated controls (qc) were run before and after this event and there were no anomalies.